Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced two leaking cartridges within a week, associated with attaching the infusion set connector to the cartridge outside the device, after which the patient was instructed on the proper method for changing supplies; blood glucose was not impacted, and no alerts or alarms occurred. Symptoms included no clinical effects reported. Outcomes included no reportable impact on daily activities. Investigation included telephone technical support and user education. Investigation of this case revealed user technique contributed to the leakage, and the infusion set was deployed or connected incorrectly. It was concluded that user error was the likely cause, and device performance was not confirmed to be defective.